Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the cutter cannot be inserted into the 11cm angle attachment. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No additional info provided.